Event description:
The customer reported that the system would not come up (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.